Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system made a loud noise when it was powered on. The system was rebooted, and after the reboot it produced error messages of x-ray limited and no fluoroscopy. However, customer resolved the issue by themselves and there was no work performed by philips. The system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system made a loud noise when it was powered on. The system was rebooted, and after the reboot it produced error messages of x-ray limited and no fluoroscopy. There was no reported patient or user harm. Philips has started an investigation of this complaint.